Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. The battery was able to be 100% charged to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.